Event description:
It was reported to boston scientific corporation on january 7, 2009, that a corflo cubby low profile gastrostomy device was used during a replacement procedure performed in 2008. According to the complainant, the device button locking adapter broke while connecting. The procedure was completed with a different device (product and manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.